Event description:
Healthcare professional reported left side "silicone granulomas due to rupture" and ultrasound stated "benign-appearing calcifications". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6.

Event description:
Sales rep reported left side regarding warranty claim. Healthcare professional later reported "silicone granulomas due to rupture" and ultrasound stated "benign-appearing calcifications". Patient later reported left side ruptured on the outside but it's contained in the capsule, lump pop in the middle of chest. Device remains implanted.